Event description:
It was reported that the patient had complaints and presented to the hospital for device interrogation. Upon interrogation, it was noted that the pacemaker exhibited backup vvi operation and patient experienced pulses under the collarbone. The pacemaker was explanted and replaced.